Event description:
On 11-26-2015 information was received from the representative clarifying that the concentration of the morphine was 10mg/ml. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving morphine via an implantable pump. The concentration and dose were not provided. During a procedure, the guidewire got stuck inside the spine part of the ascenda catheter. The physician tried to extract the guide wire from the catheter but it ended up damaging it. "Probably" the physician retracted the catheter through the needle and damaged the guide wire inside making it almost impossible to remove it from inside the catheter. The catheter was never implanted, discarded by the customer, and therefore will not be returned. The issue was reported as resolved at the time of the report. A new catheter was successfully implanted. At the time of the report, the patient's status was reported as alive-no injury. There were no patient symptoms. This did not result in a hospitalization or extended hospitalization. Additional information has been requested regarding the morphine concentration and dose but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient's medical history and concomitant medication were not obtainable. If additional information is received, a follow-up report will be submitted.